Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced vaginal bleeding and a "brownish discharge." The event was considered resolved/recovered with no sequelae. No further patient complications were reported in relation to this event.